Manufacturer narrative:
As of today the device has not been returned for analysis. Should the device be returned and analysis complete, this report will be updated.

Event description:
Boston scientific received information that this device and associated lead displayed high, out of range shock impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. It was reported that the device was to be returned for analysis. There were no adverse patient effects reported.